Manufacturer narrative:
This report is being supplemented to provide a correction to the previously submitted b5 - event description. The following statement was inadvertently included in the description and should be disregarded: remarks: 1.this inquiry is a clone of parent inquiry inq-731469 (product #1: maj-2056). This inquiry captures product #2: ultrasound scope. 2. Product, lot/serial number and item code are unknown as related information was not mentioned in the original inquiry.

Event description:
It was reported that the gastrovideoscope was unable to connect with the ultrasound cable. This was found during reprocessing; there was no patient involved. Unable to connect to the ultrasound scope.

Manufacturer narrative:
E1 - (B)(6).the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrovideoscope was unable to connect with the ultrasound cable. This was found during reprocessing; there was no patient involved. Unable to connect to the ultrasound scope. Remarks: 1. This inquiry is a clone of parent inquiry inq-731469 (product #1: maj-2056). This inquiry captures product #2: ultrasound scope. 2. Product, lot/serial number and item code are unknown as related information was not mentioned in the original inquiry.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d9, h2, h6, and h11. The device was not returned to olympus for inspection; therefore, the reported malfunction could not be confirmed. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
There is no new information provided by the customer.